Manufacturer narrative:
(B)(4). The device has been returned but the investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the clip was found to be broken after being loaded on the applier, before ligating the vessel. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the teleflex medical (B)(4) facility as part of a (B)(4) pc. Lot in may of 2004. The returned instrument was evaluated and found that the tip set is correct to print both in the open and closed position. Further evaluation shows that the black knob assembly is badly faded and cracked and the dovetail backplug is missing. Further evaluation of the returned instrument showed that although the knob assembly is cracked and discolored and the backplug is missing this instrument is able to pick up, retain, close and release clips both with and without the use of silastic test tubing as required of its function. We are unable to determine what caused the clip used during the alleged incident to break since we are unable to duplicate the alleged issue so we are unable to validate the alleged complaint. Parts were 100% visually inspected and tested at the teleflex medical (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a other remarks: standardized process for all instruments manufactured at this facility. After further investigation the processes of manufacturing the instruments, all processes and procedures were followed. No corrective action required at this time.

Event description:
Reported event: the clip was found to be broken after being loaded on the applier, before ligating the vessel. The patient's condition was reported as unknown.